Manufacturer narrative:
Returned device was received in good physical condition. There was a bubble noted in the dso seal. No evidence of reported problem in event log was found. During the evaluation of the device, the issue was duplicated. Test results were around 10% over infusion which is outside the customer specifications of +/-6.0%. The expulsor is out of calibration. The expulsor was replaced and calibrated to repair the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump was noticed after the dose was done to have over infused. There were no reported adverse events.